Event description:
Customer states that a sample with a unique ID# was processed on the gens system and when the results were printed, the same ID# had demographics from a different pt. Investigation determined that customer is using code 39 barcodes and the checksum is turned off and that an lis is being used. There was no death or serious injury and no inappropriate treatment was associated with this event. The customer complaint could not be duplicated. The most likely scenario is that the lis downloaded demographic info with another pt's ID#. The potential mis-match of pt results could cause incorrect results to be used in diagnosis or treatment decisions. The use of these results could lead to inappropriate treatment and the potential for serious injury. The gens system could not be ruled out as a contributor to this event and beckman coulter feel this meets the criteria for reporting under 21 cfr 803.